Manufacturer narrative:
Pentax medical issued RMA 10156158 for the device to be returned for further evaluation. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec-3490li. In the event reported, the user stated that the device have no from processor. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: no air from processor however, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the control body corroded. Based on the result, we concluded that it was caused due to the worn out on the control body. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. Additional information: h4: device manufacture date.